Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device and experienced a loss of consciousness. The length of sensor wear was 7 days and customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). The customer was however able to self-treat with apple juice and sandwiches and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.